Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction medical device problem code updated to 1069 - break during processing of this incident, attempts were made to obtain complete patient information.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that both of the patient's extensions were frayed causing shocking sensation with certain movements. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the extensions and ipg were explanted and replaced to address the issue.